Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset on (B)(6) 2016. The customer did not resume insulin until the following morning. The customer reported blood glucose (bg) level was 400 (mg/dl). A manual injection and bolus via the pump were administered to address bg level. It was confirmed the customer was able to reload a cartridge prior to contacting tandem technical support. Reportedly the customer will continue to use the pump until the replacement pump is received.